Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a suction break during the raster pattern of the bed portion of the flap. The doctor decided to proceed with the treatment. Another flap profile was created in the laser's software and the subsequent flap was created successfully. The refractive treatment was completed without further issue.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. The most likely root cause is user handling or patient movement during surgery. The manufacturer internal reference number is: 2018-64861.